Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the pump was replaced due to normal battery depletion. The new pump was implanted and filled with lioresal 2000 mcg/ml at a daily dose of 200 mcg. A few hrs after the replacement, the pt experienced symptoms of "abstinence." The physician attempted to interrogate and perform "repeated boli" with the programmer, but the pt's status remained the same. The physician infused contrast into the catheter and there were no occlusions. On (B)(6) 2011, the pump was replaced as it seemed "not to infuse." On (B)(6) 2011, it was reported that the pump had been checked, and noted as being "ok with programmed parameters."